Event description:
It was reported that, during a tha surgery, one (1) catalystem offset inserter broke upon impaction. The procedure was resumed, without any delay, using a similar s+n back up product. No further complications were reported.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation has been initiated to assess this event.